Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The nc trek device, referenced was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that two physicians at the hospital have made general comments that the trek and nc trek balloon catheters are difficult to prepare. The protective sheath sticks to the balloon, cannot be removed and the shaft appears to stretch. Additionally, during preparation, air remains in the balloon that cannot be removed. The balloon catheters cannot be used and have to be exchanged for new devices. There was no clinically significant delay in the procedures and no adverse patient effects. No additional information was provided.